Event description:
The customer reported an elevated creatine kinase-mb (ck-mb) result, above normal clinical reference range, for one pt, involving synchron lxi 725 system. The elevated result was released out of the laboratory. There was no report of pt injury or change in pt treatment associated with this event. The field service engineer (fse) was dispatched to assess the unit.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2009. The fse performed high sensitivity (hs) system check and routine hs system check, both were within system specifications. The fse verified system hardware, no issues were noted. The unit conformed to the manufacturer's specifications. Pt samples were collected in green top plasma tubes with a gel separator. Sample centrifugation was performed in a fixed head statspin express centrifuge. Quality control (qc) was within specifications prior to the event. This reportable event was identified during a retrospective review of product complaints conducted from (B)(4), 2008 through (B)(4), 2010 for additional reportable event.